Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. The complaint was not confirmed as the evaluation results not available. MDR is being submitted as a result of a retrospective complaint review

Event description:
Base frame cracked on both sides.